Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a primary alarm failure had occurred. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response received 07apr2026, the customer inquired another agent to "repair" the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The customer inquired another agent to "repair" the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.